Event description:
In 2009, the pt stated that he had elevated blood glucose levels that had gotten as high as 421 mg/dl. The pt was wearing a new infusion device that he had just set up the day before. The pt went to check his bolus history and where he thought he had programmed an extended bolus he only saw in the history where that bolus had been canceled. This explains the pt's elevated blood glucose levels. The pt verified that the piston rod was working properly and that there are no air bubbles in the infusion tubing or cartridge. The pt stated that there are no kinks in the cannula or the infusion tubing. The pt stated that he had to go through the priming cycle twice to see insulin drip. After priming, he tried to bolus 5 units of insulin while disconnected to the infusion device and no insulin drip appeared. The pt did not want to continue trouble shooting as he has lost confidence in this infusion device. The pt will receive a replacement infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.